Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported ¿close door message¿ was not reproduced. A review of the event history log revealed several door jammed alarms. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a missing upper latch switch screw. The mechanism will be re-installed to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It is reported that a spectrum iq infusion pump alarmed "close door". This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.